Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, ventricular sensing was seen after ventricular pacing during inspiration. The lead was replaced and the patient was stable.